Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem as the power does not turn on which was found to be due to a defective circuit (g1) board. Additionally, there are missing pixels due to lcd (liquid crystal display) panel failure and the display screen is scratched. Additional information was requested from the customer regarding the details of the reported event is pending. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the repair inspection the potential cause could have been attributed to g1 board failure. However, the cause of the g1 board failure cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor has ¿no power¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.